Manufacturer narrative:
B3 date of event - article publish date used as event date is unknown. D1 brand name, d3 model number, d3 lot number, d4 expiration date, d4 unique identifier (UDI) # are unknown as the information was not provided in the literature article. Literature citation: acharya, s., fiema, b., akram, a., & depta, j. (2024). The watchman device needs to be watched: a case of device related thrombus. Circulation, 150(suppl_1), a4135279-a4135279. Https://doi.org/10.1161/circ.150.suppl_1.4135279.

Event description:
Reported via journal article. It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged on a apixaban and aspirin medical regiment. Ten (10) months post procedure the patient came in for a computerized tomographic arteriography (cta) follow up imaging procedure. The imaging showed that there was a device related thrombus present on the closure device. The physician restarted the patient on apixaban in response to this event. Due to the medication the patient had a right temporal bleed. After holding the anticoagulation medication for three (3) months, a repeat cta showed persistent device related thrombus. Therefore, the medication was permanently discontinued, and the patient was evaluated for thrombus removal procedure. Utilizing a shared decision model, the option of mechanical thrombectomy with cerebral protection device (cpd) was chosen to mitigate the risk of embolic stroke. Post procedure, the patient was continued on apixaban 2.5 mg twice daily for three (3) months and then aspirin forever. Subsequent surveillance cta did not show drt. Patient has remained asymptomatic thereafter.